Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had broken needle when closing the surgical site. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The visual inspection of the photographs noted one needle attached to a partial suture. In addition, there was a foil pouch inside a tyvek. As no products were returned, functional testing was precluded. The root cause of the needle broken couldn't be confirmed because there was no evidence of a broken needle in the photographs and also no products were returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.